Manufacturer narrative:
Combination product: yes. 20.jan 2025 update: it was confirmed that this lead was disposed of in the hospital. No analysis is possible the device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The same patient had an atrial lead dislodgement twice. The pacemaker, a-lead and v-lead were removed and a new pacemaker was implanted. The only lead suspected of being faulty is the atrial lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.